Manufacturer narrative:
The used complaint company cartridge was not returned. A video was provided. The cartridge preparation was not shown. There appeared to be ophthalmic viscosurgical device (ovd) in the cartridge. Amount could not be determined from the video. The lens was brought into view held across the optic with forceps. The leading haptic was manually folded in by pressing the cartridge against the haptic. The lens was not biased down. The trailing haptic was folded in with the forceps and the lens rapidly advanced. The cartridge was brought back into view loaded into a handpiece. There was an unsuccessful attempt to insert the cartridge tip into the incision (there appeared to be tissue in front of the incision). The cartridge tip was reinserted into the incision. The lens was delivered into the eye. After the lens unfolded, a strip of material was observed on the posterior surface of the optic. The material was removed with the I/a tip. The lens remained implanted two unopened company cartridges were returned for the reported lot. Both returned company cartridges were opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumens. The company cartridges were functionally tested per the IFU. No lens or cartridge damage was observed after the lens deliveries. No foreign material was observed. The company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified lens model/diopter and handpiece were indicated with a non-qualified viscoelastic. The root cause for the reported complaint could not be determined. Based on review of the provided video, material was observed on the lens. The cartridge preparation was not shown. It cannot be determined if adequate viscoelastic was placed in the cartridge. The used company cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. The two unopened company cartridges returned for the reported lot were evaluated. No foreign material was observed. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No foreign material or lens damage was observed after the functional testing. It non-qualified viscoelastic was used. Per the instructions for use (IFU): the company intraocular lens (iol) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company model iol delivery system. The company cartridges are qualified for use with compatible company model handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ovd combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a foreign material like a coating was found on the surface of the lens after implanting into the eye. It could not be removed by irrigation/aspiration, but was able to be removed with the forceps. The surgery was completed without product replacement. Additional information requested and received stating the patient was under follow-up, and there was no problem.